Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, high capture threshold and low pacing impedance were observed on the left ventricular (lv) lead. No intervention was performed. The patient was stable with no consequences.